Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 5 volt power supply was replaced during the service call.

Event description:
The customer reported that nothing would display on left monitor of the 9800 system. Also, the system became unable to expose x-ray. No pt injury was reported.